Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise oversensing that was causing pacing inhibition without asystole. A lead conductor fracture was suspected. This ra lead is not expected to be returned for analysis and no additional adverse patient effects were reported.